Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. There have been no changes in the mfg process that would contribute to damaged blades. All knives are 100% insp by trained operators using a magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The root cause is unk. However, it is unlikely that damaged occurred during the mfg process. (B)(4).

Event description:
A pharmacist reported that during a cataract extraction procedure, a surgeon experienced poor cutting performance of a knife. An alternate knife was used to proceed with surgery. There was no harm to the pt. Add'l info has been requested.